Event description:
On (B)(6) 2011, pt reported the down arrow button on his infusion device has been acting up for the past week and then today after lunch, it stopped responding at all. Pt stated the button pops back up but the rubber is wearing off of the down arrow button. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.